Event description:
It was reported that the connector piece broke off inside the pump, leaving a fragment lodged in the device and preventing disconnection, and the user was unable to remove it despite attempting with a multitool with blood glucose reported at 271 mg/dl. The pump required replacement and the affected component was the connector/coupler. Investigation included communication with the user and analysis of the information and images provided. Investigation of this case revealed a mechanical problem consistent with failure to disconnect due to a connector/coupler issue. No clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to insulin therapy, and the user transitioned to backup subcutaneous insulin without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.